Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) during the analysis no anomalies were found. Visual examination noted that the grommet was damaged and the setscrew was in the connector bore.

Event description:
It was reported that during the implant attempt, the atrial setscrew was unable to be engaged. It appeared that it was dislodged. The device was not used. There were no patient complications reported as a result of this event.